Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a laparoscopic right hemicolectomy, teardrop-shaped clips were formed in a row. Then the device was fired for functionality several times out of the patient until 15th firing. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the el5ml device was received with the firing trigger closed and the advancer protruding. Upon cycling the device, it was noted to be empty and the lockout had been fired through. Furthermore the orange indicator was found undertraveled; this finding is not related with the incident reported. No functional test could be performed due to the condition of the returned device. Please note the device contains a lockout feature that is designed to increase the required force it takes to close the trigger once the last clip has been fired; this reduces the possibility of empty jaws being closed on a structure. In addition, if the trigger is forced closed once the lockout has been engaged, the jaws may remain in the closed position. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.